Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient sent an email to report a hypoglycemic event. The patient stated that she was supposed to calibrate by 2:08 am, but she must have fallen asleep. The patient was getting a low predict alarm, and her husband noticed that she was convulsing. The pump was telling her that her bgs were below 40 mg/dl, and her husband treated her with orange juice and a tablespoon of sugar. The pump continued to alarm with a low predict alarm, but the patient's husband was not convinced that she was actually experiencing low bgs, and had her check her bgs. The reading came back at 360 mg/dl. The patient stated she no longer goes to the hospital or calls 911 as her husband usually treats her with glucagon if needed. The last time 911 was called, the paramedics arrived but her bg was find by the time they arrived. Advised to return the sensors for analysis. Nothing further was reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. A visual inspection found bent cannula; unable to confirm if the customer received the sensors in said condition due to the sensors were returned opened and used.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.